Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac vein. A 12.0 x80, 75cm charger balloon catheter was advanced for dilation. However, during inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.